Event description:
A customer in the united states notified biomérieux of a qcv failure on section a1 of their mini vidas® instrument (ref 99737, serial (B)(4)). The customer stated that on (B)(6) 2020, the qcv failed. The customer mentioned that qcv performed on (B)(6) 2020 was successful. The customer said that they had performed a retrospective analysis and found that 6 patients were tested for pct between (B)(6) 2020 on position a1. The customer retested these 6 samples and found a discrepant result for one patient's sample. The customer said that for this patient's sample the first pct result was <0.05, whereas repeating the same test on the same sample they had obtained pct of 2.28. The customer states that an underestimated result was reported to a physician. There is no indication or report from the customer that the discrepant result led to any adverse event related to the patient's state of health. A field service engineer (fse) visited the customer site and performed maintenance on the customer's instrument. The fse noted that section a port 1 had crystallization blockage on it and the fse removed the blockage. After maintenance was performed, the fse performed pump testing and two qcv tests, all of which passed. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a qcv failure on section a1 of their mini vidas® instrument (ref 99737, serial (B)(6)). A retrospective analysis was performed and identified that falsely underestimated pct results were obtained for one patient sample. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis. A field service engineer (fse) visited the customer's site and performed several actions: replacement of the seals (removed and replaced seals and springs). Visual inspection of the seals . Cleaned spr block. Spring integrity check. Leak test and qcv test performed in order to qualify the instrument. Ran qcv twice with two different boxes and all passed. The tv1 result values were correct on all positions. The fse identified that the cause for the qcv failure for section a1 was crystallization blockage in section a1. After maintenance was performed, the fse performed pump testing and two qcv tests, all of which passed. The instrument is again qualified for use.